Event description:
Customer reported the image quality is poor, too dark. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and adjusted the camera brightness and contrast settings. Sys operates as intended.